Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert had been generated for atrial intrinsic amplitude out of range, 0.5mv. Atrial sensitivity programmed to 0.15mv. Additionally, the presenting electrogram (egm) showed occasional right ventricular (rv) loss of capture. The most recent threshold measurement was 1.9v @ 0.4ms with a programmed output of fixed 2.5v @ 0.4ms. Further system review should be considered. The system remains in service and no adverse patient effects were reported.